Event description:
The arthroscopic pump was set at 45 mmhg per doctor's request. Pump appeared to be functioning correctly. However, at end of case, md noticed patient's left leg was tight and had a slight edema. Rn called technical services to look at the pump and noticed the bladder on the tubing pressure sensing component was flattened. Rn and the technician switched pumps and tubing altogether. Patient sent to recovery room after surgery for monitoring of left leg. There have been three reports of problems with this device reported to clinical engineering. Post event, the device functioned properly and all are most likely related to the tubing used with this device. After an internal analysis, the problem can be replicated in the following way: (note that this is not the only way). When the tubing set comes from the factory, there is a clamp at the sterile patient end. There is also a cap over the pressure sensing portion, which depresses the piston plunger on the pressure sensing component, opening the lumen of the balloon to the environment. The bags are then spiked and hung. After the bags are hung, the hydrostatic pressure from hanging fluid causes the balloon to collapse easily since the lumen is open to the environment. The cap on the pressure sensor is then removed, and the pressure sensor is plugged into the pump. Because the balloon has low air volume in it, it can easily collapse if it has not already. A pressure sensor with a collapsed balloon is useless. Now, if the company's instructions are followed verbatim by plugging the pressure sensor in first, this problem will likely be avoided. However, there is no force function to require the user to follow the proper steps.